Manufacturer narrative:
Device was first manufactured unsterile under the lot f-30341 by supplier sphinx and sterilized afterwards. As this complaint is neither packaging nor sterilization related, only the manufacturing documents of the unsterile device 03.130.202 with lot f-30341 were reviewed: part: 03.130.202, lot: f-30341, manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: june 12, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for hand fracture. During the surgery, the drill bit broke. The fragment remained in the patient. The surgeon commented that there is no problem with leaving the fragment. There is no revision surgery scheduled procedure was completed with thirty (30) minutes delay. This report is for a 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(4).